Event description:
It was reported that at the 2-3 month post-op follow-up, the invizia locking cap appears to be unlocked. The pt has not been revised. The surgeon will not release pt info. No further info is available at the time of this report.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed.